Manufacturer narrative:
D9: product received date 9/24/2024. One device was returned for analysis. A review of the event history log (ehl) showed a cassette not properly attached alarms. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the latch flex cable, latch lock mechanism, downstream occlusion sensor, bezel, and seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed cassette not attached. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.